Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller said the patient hadn¿t seen a surgeon in 2 years because their device had been turned off because they had a stroke and no longer had a problem, so they didn¿t need the therapy. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient hadn¿t been seen by the hcp since (B)(6) 2017 so they were unable to answer any questions surrounding the patient¿s stroke. No further complications were anticipated.